Event description:
It was reported that the brady lead was not successfully implanted due to no capture at high output. A new lead was implanted. No adverse patient effects were reported. The lead will not be returned.